Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, occurred during a video assisted thoracoscopic lung biopsy. The patient was not compromised, and his status is reported as okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handle of the device broke. The stapler was not able to fire and the proximal staple line was incomplete. There is no patient involved in this event.